Manufacturer narrative:
Medical device expiration date: na. Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on the instrument 448010 (phoenix ap), (B)(4) where it was reported that the instrument had qc failures. Per the customer the instrument¿s consumables were replaced and the instrument was decontaminated, then the issue resolved. No further information was provided on the specific results; therefore, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of december 2021. This has the same hazard as line 7 of (B)(4) rev 10: false susceptibility which has a severity of s4.

Event description:
It has been reported that the bd phoenix¿ ap has been found contaminated. The following has been provided by the initial reporter: it was reported by the customer that the instrument was contaminated.